Manufacturer narrative:
Results: a complaint history check was performed and this is the 1st related complaint reported for the defects/conditions on lot number 7088930. No samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle from a bd ultra fine¿ short insulin pen needle broke off in the consumer's skin during use. No injury or medical intervention.